Event description:
During a coronary artery drug eluting stenting treatment procedure there was stent damage. The target lesion was an ostial, mildly calcified, 80% stenosed portion of the obtuse marginal (om) coronary artery. The physician advanced towards the om through vascular access in the femoral artery but was unable to pass through the 60% stenosed left circumflex (cx) with a 20x3.0mm taxus liberte' drug leuting stent. It was noticed that the strut on the distal part of the stent was damaged. No stents were deployed. There were no serious injuries to the pt. The pt received plavix pre-procedure and post procedure. This product is only ous approved but it is similar to a marketed us device.